Manufacturer narrative:
(B)(6). One (1) device was returned for evaluation of the reported complaint mode, ¿t2 would not come out of slot.¿ the device presented with t1 deployed and t2 in its pre-deployment position and the trigger fully advanced. The device was then functionally tested by deploying the t2 implant into a rubber model meniscus. It deployed as designed and the complaint could not be confirmed. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a meniscal repair procedure utilizing the ultra fastfix ab straight needle delivery system w/split cannula, it was reported that t2 would not deploy. There was a 10 (ten) minute delay in the procedure. It was reported that a backup ultra fastfix ab straight needle delivery system w/split cannula was available and the surgery was completed successfully. (B)(4).